Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the coupling tool side was not functioning and was defective. It was further observed that the saw clamping was defective and the lock saw was dirty. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that there was a saw block issue on the battery oscillator device. It was further reported that the saw was loose at contact with the bone despite the good tightening of the blade device. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.